Manufacturer narrative:
The investigation of high purge pressure and vascular damage - peripheral vessel has been completed. High purge pressure: clinical details report that on (B)(6) 2025, an increase in purge pressure was noted, though not high enough to trigger an alarm. Earlier the same day, anticoagulation was stopped to troubleshoot bleeding. Data log review confirmed the rise in purge pressure. The purge pressure rose over ~2 minutes to 850 mmhg. There were no motor current spikes leading up to the event, but motor current modulation did dampen. The purge pressure remained elevated through (B)(6) 2025, and during this time there was an increased jagged amplitude in the purge pressure. On the (B)(6) 2025, it dropped to previous levels within a few minutes. The only other pump metric that showed any change at the same time was a slight step up in the ps. Returned product was investigated and there were no kinks in the catheter, biomaterial in the purge gap, or any other visual abnormalities. The pump and purge cassette were connected to the console, successfully primed and run for over an hour without high purge pressure. That being said, pump flows were saturated for the first half of the hour, before dropping within specification on their own. The patterns noted from data log review and returned product could be evidence of several causes for high purge pressure. Therefore, based on the inconclusive evidence from data log and product review, the root cause of the high purge pressure could not be determined. Vascular damage: it was reported that on the 4th day of support bleeding was noted from the vascular graft. The bleed had to be treated surgically by open hemostasis and transfusions. Data logs are not relevant to the complication. Returned product was investigated and there were no visual abnormalities noted. Since limited clinical details were provided and returned product did not exhibit any abnormalities, the root cause of the vascular damage could not be determined. H6 health effect - impact code 1802 death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26878.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support, and approximately three days into support, bleeding developed from artificial vascular anastomosis. A blood transfusion of an unknown quantity was performed, and anticoagulation was put on hold in response to the bleed. This resulted in an increase in purge pressure, and due to concerns of a potential pump stop, the decision was made to replace the pump which was successfully completed. However, the patient would expire 23 days later. It was noted heart failure persisted and the patient expired. The relationship between the bleeding and impella 5.5 device was noted to be unknown. Medical safety review noted there is not enough evidence to exclude impella 5.5 pump 1 as an associated factor in the patient's outcome (demise). Bleeding developed from the artificial vascular anastomosis. A blood transfusion of unknown quantity was performed and anticoagulation withheld.